Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
On (B)(6) 2020: this patient became pseudo-articulated after a proximal humerus fracture and had an aequalis reverse surgery. On (B)(6) 2020: the surgeon found a dislocation between the insert and the glenoid sphere. On (B)(6) 2020: revision surgery was performed for the replacement of the insert and the glenoid sphere. To adjust the tension, dwd989 and dwd194, were newly used respectively. The remaining implants were to continue to be used as they were.